Event description:
It was reported that the surgeon had a patient present to him in (B)(6) 2013 with knee pain. She had a depuy rotating platform in. The knee was revised to a triathlon ts. The patient was doing well until she fell getting on a boat. After the fall she made surgeon aware that her patella was dislocating. After her appointment with surgeon, he determined she needed another knee revision. Once inside the knee surgeon determined the patella had loosened and that her femoral rotation may have changed. He decided to remove the patella a29, and the femoral component. The femoral component consisted of a press fit stem, a ts femur, and two distal augments. The ts insert was also removed. Surgeon made new femoral cuts, reamed for a new stem, and added augments to the femur. A new patella was also cemented in.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding loosening following a fall involving a triathlon knee system was reported. The event was confirmed. Inspection of the returned components was unremarkable. Material analysis found no evidence of material or manufacturing defects on the returned components. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events have been reported for the manufacturing lot. Return of the subject components confirms the reported revision. The event description suggests the possible root cause of the reported loosening to be related to patient trauma however this cannot be confirmed without review of patient operative reports and additional x-rays. Material analysis found no evidence of material or manufacturing defects on the returned components.

Event description:
It was reported that the surgeon had a patient present to him in (B)(6) 2013 with knee pain. She had a depuy rotating platform in. The knee was revised to a triathlon ts. The patient was doing well until she fell getting on a boat. After the fall she made surgeon aware that her patella was dislocating. After her appointment with surgeon, he determined she needed another knee revision. Once inside the knee surgeon determined the patella had loosened and that her femoral rotation may have changed. He decided to remove the patella a29, and the femoral component. The femoral component consisted of a press fit stem, a ts femur, and two distal augments. The ts insert was also removed. Surgeon made new femoral cuts, reamed for a new stem, and added augments to the femur. A new patella was also cemented in.